Manufacturer narrative:
Concomitant medical products: product ID: dtbb1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and phrenic nerve stimulation was noted from the left ventricular (lv) lead. The lead was capped and replaced with a left bundle branch septal lead. No further patient complications have been reported as a result of this event.